Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, biomechanical overload, bone loss. Patient already lost 2 other implants. Same patient as (B)(6).